Event description:
It was reported by a letter included with a pump that was sent to mfrs svc and repair dept that there was a "malfunction" when this pump was being used. The following was noted in the letter: "please give this recently purchased cadd plus pump a thorough inspection and systems check. This pump is reported to have malfunctioned and failed to provide a keep vein open rate between doses. The result of which was that the pt was sent to the emergency room with a PICC line occlusion that was cleared using tissue plasminogen activator, tpa, at a cost of over $5000.00 total. Co's payor contract is not happy about this cost and has requested that the pump be returend to deltec for a complete check. As a long time user of cadd pumps, and because this pump is so new, I suspect that errors is not with the pump, however I have to rule it out".